Manufacturer narrative:
Concomitant medical products: rhopressa and refresh. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of vision abnormalities and hyperemia are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported they had a xen 45 gel stent implanted in the left eye. The first 5 weeks the xen gel stent looked perfect without any complication. In week 7 the patient went for a checkup and the hcp stated that the xen gel stent looked corroded and attempted to remove it but the corroded piece broke off and only a portion of the xen gel stent was able to be removed. Post removal attempt, their left eye became bloodshot red. Patient was prescribed unknown eye drops as treatment and the redness of the left eye resolved. The patient stated that the xen gel stent is located underneath lining where it is supposed to be and believes "it is still doing its job". And no further attempts to remove it will be performed. Patient also noted that their vision sometimes "gets blurry".